Event description:
Ous MDR. Boston scientific received information that this right ventricular lead had dislodged one day post implant. Several attempts were made to reposition the lead without success. Therefore, the lead was removed from service and replaced without further incident.